Event description:
It was reported that the device's etco2 port connector was worn. There was reportedly no patient involvement.

Manufacturer narrative:
Complaint evaluation the manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Customer resolution and conclusion upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module(connector), which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.